Manufacturer narrative:
Literature citation "h. Tashi, a. Yamazaki, t. Izumi and t. Mizouchi" , "early stability for open door laminoplasty by using the cervical plates" average age: 60.4 years, 34 patients (28 males and 6 females). Neither the product nor applicable imaging films were returned to manufacturer for evaluation.

Event description:
It was reported in an abstract that 34 patients (92 lamina) underwent laminoplasty with cervical plate from 2014 nov to 2015 mar. 6 months post op CT of lumbar spine was performed which showed 1 screw protruded lateral side of latera mass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.